Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). Terumo bct is awaiting the return of the disposable set. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The supplier of the tlr filter performed an investigation of the returned part. Per the supplier, the investigation of the returned filter revealed that the implicated filter was representative of current manufactured product and that no manufacturing deviations or assembly anomalies were present. A review of the supplier's manufacturing records confirms that the filter was manufactured and qc tested in accordance with documented procedures and met all criteria required for release. Root cause: a definitive root cause could not be identified.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). The total leukocyte reduction (tlr) filter with the red blood cell (rbc) bag attached was returned for investigation. A visual inspection was conducted. No defects were found. The filter was shipped to the manufacturer, pall for further investigation. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.